Event description:
The customer reported that the lines appeared in the display of the heartstart xl. There was no negative pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.